Manufacturer narrative:
Additional information has been requested regarding the patient's device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on november 27, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to the patient experiencing recurrent skin flap infections at the implant site. The patient ws reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The explant was secondary to wound dehiscence. This report is submitted on july 24, 2020.